Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with stained serial number label, cracked battery tube threads and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The customer reports lot of issues with pump, customer states pump cuts off multiple times a day. It was reported that the pump had power failure and makes to do everything all over again. Customer put a new battery in pump and pump won't even last a few hours before getting another power error alarm. The customer was assisted with troubleshoot. Customer states she just stopped wearing the pump but her doctor wants her to get back on the pump. Customer states she got frustrated with the alarms. Yesterday she received 5 power error detected alarms and today she received again. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.